Manufacturer narrative:
Philips service replaced the host pc, reinstalled the system and software, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc power supply burned; system failed to boot on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.